Manufacturer narrative:
After further review of additional information received have been updated accordingly. Additional information received that notes hernia surgery event that is captured in MFR # 3007042319-2017-03038 (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported that the controller had a bent pin. The controller ((B)(4)) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis was not performed since the unit was not returned. Applicable risk documentation and experience with events of similar circumstances were considered. A possible root cause of the reported bent pin can be attributed to a forced or improper connection. The controller, however, was not returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was annoyed due to a broken pin in one of the battery connections of the controller. The controller was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was annoyed due to a broken pin in one of the battery connections of the controller.  The controller was replaced.  No patient complications have been reported as a result of this event.